Manufacturer narrative:
The battery was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a damaged power cord can be attributed to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s battery had a torn line on the power cord. The battery was exchanged. No patient complications have been reported as a result of this event.